Event description:
Caller indicated the relion confirm meter was reading high. Has been using meter for a year and has been working ok. This morning meter said his blood was 130 and he took his insulin. They had to call the ambulance because his blood was actually only 30. On (B)(6) 2013, contacted customer and he said that at 7:30am, he cooked breakfast, took his reading and he got 130, then he took 45 units of insulin. He then ate breakfast and went to get dressed. The last thing he remembers is putting his shirt on. He said his wife found him passed out and when he woke up the paramedics were there and had already taken his sugar and it was 30. He doesn't know what they gave him, but it was something in a tube and they put some in his mouth to help bring his sugar back up. His wife also gave him some sugar water. He said that the strips were working fine because he is still using them and it's the meter that's not working, so he will not be sending the strips back. He is keeping the strips in the kitchen because it's much easier for him to keep everything together rather than just forget to take his medication. I did let him know that keeping strips in kitchen can affect the strips but he said he has been doing it for years. He washes hands and let them dry and he said that he would change the lancet 90% of the time. I did let him know that he should change it every time he does a test. Controls not used. Replacing product.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.